Event description:
The customer initially reported that the black supercut handles are beginning to smudge and come off on the surgeon's gloves, including a cloth that shows the black smudges from the ring handles. On (B)(6) 2012, customer reports the surgeon was performing a facelift procedure when this occurred and surgeon was concerned about what the effects of this residue would be on the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.